Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with a lost sensor alarm. During troubleshooting, the customer reported that he was in the hospital. The customer stated that he woke up in the hospital, and his blood glucose reading was 31 mg/dl. Troubleshooting was performed, and the insulin pump passed the test plug procedure and the self test. Nothing further was reported.